Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and a broken lld wire on the tube lifter and a broken clamp in the reported problem area of the pipette assembly. The tube lifter and the plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.